Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder rotator cuff repair surgery it was found that after the first successful use of the device the surgeon was not able to release the suture after the device was pushed through the meniscus. The surgery was then finished successfully with a new device with the same part number. On examination of the faulty piece it was noticed that the tip of the needle was missing. An x-ray revealed that approximately a 2mm tip of the needle is embedded within the tendon. The surgeon decided to not remove the tip as he believed this would cause more damage.